Event description:
It was reported when applying negative pressure wound therapy (npwt) on a wound, a bleeding occurred. Esenta foam was used around the area for the dressing to adhere better. Cauterization was used to stop the bleeding however when using the cautery tool and the esenta foam, a gas field ignited over the patient's upper abdomen. This was rapidly shut down by using compresses, however the esenta sponge was still on fire so it was thrown on the floor and stepped on it. No clear burn damage to patient was observed.

Manufacturer narrative:
E1: complainant state: oslo based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3012910884.